Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) episode. Myopotentials was suspected. Far field r wave oversensing on the atrial channel was also noted. Programming changes were performed. The patient is in stable condition and will continue to be monitored.